Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in hamilton, ohio. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be microbiologically contaminated during periodic water sampling tests. There is no report of patient injury.

Manufacturer narrative:
H11: a review of the device¿s service history identified that no other similar issue has been reported since unit installation in 2020. Based on all the reported information, the most likely root cause of the issue is attributed to user deviations from the maintenance instructions outlined in the device's instructions for use (IFU) which may have contributed to contamination and bacterial growth inside the device. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: unit was inspected by a livanova field service representative at the request of the customer because they received positive results on water testing. Removed the patient and cardioplegia bridge plugs to inspect the tanks. No sediment or calcification was found in the tanks. Subsequent functional verification testing was completed without issues and the unit was returned to service. Through follow-up communication with the customer, livanova learned the following additional information: - unit was unavailable for inspection because it was in use; - unit was contaminated with ntm (non tuberculous mycobacteria) like m.chelonae, m. Chimaera, m. Canariasense. - other devices/surfaces in the or/ICU or sink water was not tested in order to identify the source of contamination; therefore, identified contamination source was not identified by the customer; - positive results was related to post-disinfection device water samples; - disposable gloves are used solely for hc3t device during cleaning; - water quality for hpc (heterotrophic plate counts) and ntm monitoring is performed monthly; - h2o2 check is not performed, only water checks weekly; - when the device is not used, it is stored full of water and the h2o2 is not checked daily even during days of non-use (i.e. Week-end); - a disposable pall-aquasafe water filter with 0.2 m membrane is used for - prior to initial operation and prior to storing the heater-cooler, the surfaces - prior to storing the heater-cooler the water circuits are disinfected; - the heater cooler is not used in connection with other devices (i.e. Quest mps); - the 3t field blue tubing set used with the heater-cooler is replaced every - the device was placed inside the operation theatre during use with the fan of the device positioned opposite to patient at an estimated distance of 6 feet. In addition, during visit at customer's facility it was observed that: - the customer was not following the cleaning schedule per the IFU, but was disinfecting more frequently and changing the water more frequently; - the procedure tubing was not used in the cleaning/ disinfection process. There was a set of tubing that was just used for this purpose that was attached to the device. - bleach was added in the wrong quantities (low volume) and at the wrong times (sometimes added before the water was at the orange level on the patient side). The staff reported that bleach was also allowed to be mixed for longer than the IFU suggests. - cavicide wipes or spray was not on site at the time of the visit and not used during the observed cleaning process. Another bleach was used. - tubing was attached and used to drain the device during the observed cleaning process. The staff indicated that this tubing was used for multiple cleanings and multiple machines. - h2o2 was not checked after completion of the cleaning process. - during the observed cleaning process gloves were not used. - it is not sure that heating blankets in the o.r was used. - during observed cleaning, h2o2 amount added was less than the amount indicated in the IFU. - customer used tubing at the end of the filter to fill the heater cooler. Based on the deviations from the IFU found, it cannot be excluded that tubes or environmental contamination of water may have led/contributed to the reported contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.